Event description:
Customer reported that the insulin pump was damaged. Customer stated that a piece of plastic had broken off. Blood glucose level was 182 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Cracked reservoir tube lip, broken battery tub threads, minor scratches on display window, cracked reservoir tube, cracked reservoir window and cracked case near display window corners noted during visual inspection.